Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat an in-stent restenosis in the proximal left anterior descending artery which was mildly calcified. After predilatation, as the xience v stent delivery system (sds) was advanced in the anatomy, the stent could not be visualized. The sds was removed and the stent implant was found dislodged on the shaft. The stent implant was not damaged and it was thought that the stent had dislodged from the balloon and onto the shaft while inside of the guide catheter. Another xience v stent was successfully implanted. There was no adverse patient effect. No additional information was provided.